Manufacturer narrative:
Additional information: patient identifier included.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a functional endoscopic sinus surgery (fess) procedure. It was reported that the navigation device was inaccurate. The surgeon re-registered the patient and still felt inaccurate. The site continued the surgery with the slight inaccuracy. There was no reported delays in surgery and no known impact on the patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that the system had imprecision. The surgeon re-registered the patient and still felt imprecise. The imprecision was anterior/posterior and 5mm. They continued the procedure with the slight imprecision. There was no reported impact on patient outcome.

Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. The review found that there was emphasis under the eyes of the patient, an area with soft tissue that excess pressure could lead to imprecision.